Event description:
Icp (increased intracranial pressure) transducer not working, flat line on monitor, no transducer detected when connected to 3 different transport monitors. Transducer swapped out by neurosurgery and was working well transducer set up removed from service.